Event description:
The doctor reports that dental implants fractured at the apex. One of the implants is sterilized by the doctor and he is going to send it; the other was swallowed by the patient. The doctor confirms that no remains of the implant remained in the patient's mouth.

Event description:
The doctor reports that dental implants fractured at the apex. One of the implants is sterilized by the doctor and he is going to send it; the other was swallowed by the patient. The doctor confirms that no remains of the implant remained in the patient's mouth.